Manufacturer narrative:
Product complaint #: (B)(4). The procedure is obgyn procedure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. At the time of making the knots of the suture, the thread is broken twice. The procedure was delayed fifteen minutes. A new product was opened to complete the procedure. There were no adverse patient consequences reported.